Manufacturer narrative:
During inspection and testing, service confirmed there were leaks from the electrical connector, the bending section cover due to a pinhole, and the distal end. Due to the clogging of the air/water channel, the air supply and water supply volumes did not meet specification. Service found the light guide lens had a crack, and the adhesive around the objective lens was worn. The connecting tube had a wrinkle and was cut, and the adhesive around the objective lens was worn. The distal end of the connecting tube was shaved. The universal cord was buckling. Several of the device components were scratched, dented, and demonstrated wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported multiple leaks were observed from the subject device. The leaks were not observed during a procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, white residue (foreign material) was observed in the air/water channel, and the elevator arm and control body were stained and corroded. This report is being submitted for the malfunctions found during the device evaluation (foreign material, stains).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to residue (foreign material) occurred in the a/w channel due to inappropriate reprocessing (usage except sterilization water, etc.), and the channel was clogged. It is also likely watertight section of the distal end was broken due to physical stress, water invaded, and device corroded. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope¿. ¿all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.